Event description:
It was reported that the motor was not running/the base was not responding. The event occurred upon power on. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked top case. A 'motor not running/base not responding' alarm was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the misaligned main pcb was the root cause and was realigned to address the problem. The service history review had no indication that the complaint was related to a service of the device within the review period.